Event description:
It was reported that after the patient¿s body rejected their implantable neurostimulator (ins) and it came out of their body through their skin they had a hole for 2 weeks. The patient went on antibiotics and it healed up and once healed the patient¿s health care provider (hcp) implanted a new ins. The manufacturer representative was never notified as the patient only notified their hcp. It was further reported that perioperative antibiotics were administered and the patient did not have meningitis. The signs and symptoms of infection were redness, pain, and pocket erosion. The primary location of the infection was the device pocket and a culture was not obtained. The treatment used was oral antibiotics and total device system explant and the patient outcome was that the infection resolved. Refer to manufacturer¿s report # 3004209178-2014-20276 for the patient¿s body rejecting their ins and it coming out through their skin.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va08a70, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).